Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received two altitude alarms, the customer's blood glucose level was over 400 mg/dl and a correction bolus was delivered. The customer cleared the alarms and insulin delivery was resumed. However, the customer had disconnected from the pump and was using insulin injections to manage diabetes.